Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the lead and lead extension connection site where the hardware was exposed. Therefore, the patient underwent an explant procedure of the entire dbs system. The patient was placed on antibiotics however, cultures taken were negative for infection. The explanted devices will not be returned as they were retained by the medical facility. There were no complications during the procedure and the patient has been discharged.